Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. Customer stated he changed the reservoir and noticed an insulin leak into the insulin pump. The customer's blood glucose was 260mg/dl. Customer treated with insulin pump. The customer stated the insulin pump alarmed during the insulin leak. Customer stated he is getting many no deliveries. Assisted customer in performing self-test, pump passed. Advised customer to monitor the insulin pump.